Manufacturer narrative:
Complaint eval: in order to investigate this complaint, two file samples which read approx 0.0 miu/ml and 45 miu/ml were tested in duplicate on the imx total b-hcg assay as well as in singlet on the testpack hcg combo assay. The abbott controls tested on the imx assay were within their respective ranges, and the imx assay showed reproducibility on the file samples tested, giving 0.3 miu/ml and 41.7 miu/ml. These two samples were also tested on the abbott testpack hcg combo assay and they were negative and positive respectively. The sensitivity of the testpack hcg combo assay is 25 miu/ml. In summary, the investigation showed reproducibility on the file samples tested. Apparent issues were not exhibited with results comparable to the original specimen's values. Without the original pt samples, the cause for the complaint cannot be determined and the customer's complaint cannot be confirmed. No corrective action is necessary. This is the final report.